Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient reports the "when on batteries he would get a power disconnect alarm, however on ac/dc power on port 2 he would have no issues." Upon patient bringing in controller, the power ports, especially port #2 are visibly loose. An elective controller exchange was performed and it was stated that there were no consequences to the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on power ports 1 and 2. This issue is currently being investigated. In addition, the controller was not able to be started by connecting a power source to power port 2. An internal inspection of the controller revealed a disconnected internal wire on power port 2. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.